Event description:
The pump was returned for investigation. Investigation revealed a vibration motor defect. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the vibratory motor had failed due to an unspecified vibration motor defect.